Manufacturer narrative:
Follow-up #1 date of submission 03/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim and difficult to see in daylight. The display was allegedly seen best in a dark setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.